Manufacturer narrative:
Device is a combination product. A promus element , mr, ous 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 16 cm distal to the distal end of strain relief as well as multiple shaft kinks situated distally and proximally to the break site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-nov-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.5mm x 16mm, concentric, de novo target lesion was located in the mildly tortuous left anterior descending artery. After crossing the lesion with a non-bsc guidewire, pre-dilation was performed with a non-bsc balloon. A 2.50x16mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion site. The procedure was completed with a different device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed a shaft break.